Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with cath-lock and groshong catheter were returned for evaluation. Visual, microscopic and functional testing were performed. A complete circumferential break was noted on the proximal end of the catheter. A circumferential split was noted 8.0mm from the proximal end of the catheter segment. The catheter measured approximately 7.8cm in length. The distal end was granular and elliptical in shape which are typical characteristics of a failure by pinch off that can sometimes lead to aspiration failure as it was alleged in the complaint at hand. An image review was performed and it also revealed an embolism of the catheter. The tubing was observed to have a medial insertion into the subclavian vein. The investigation is confirmed for the alleged aspiration failure, specifically due to the pinch off of the catheter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that some time post port placement, an x-ray was performed and revealed that the catheter allegedly appeared stretched and damaged. Therefore, the device was removed. There was no reported patient injury.